Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in an unspecified vessel. While the physician was advancing the 2.25x12mm taxus liberte atom stent to the lesion, the stent came off the delivery system in the left main artery. The physician successfully retrieved the stent. No patient complications were reported and the patient's status is reported as ok. The procedure was completed as a poba with a 2.0x12 non-bsc balloon. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluation: returned product consisted of a taxus liberte monorail stent delivery system (sds) with no stent or snare. Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage observed was on the distal end. The distal end was further inspected under magnification and it was determined that the stent was no longer present on the sds. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. As-received, the balloon was in a tightly folded condition with no positive pressure applied and microscopic examination of the balloon presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in an unspecified vessel. While the physician was advancing the 2.25x12mm taxus liberte atom stent to the lesion, the stent came off the delivery system in the left main artery. The physician successfully retrieved the stent. No patient complications were reported and the patient's status is reported as ok. The procedure was completed as a poba with a 2.0x12 non-bsc balloon. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).device is a combination product.(B)(4).